Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral was attempted using a proglide device with a 6f sheath after an interventional peripheral procedure. The access site was in the area of a fem-fem graft. Reportedly, the device got stuck; the lever was cycled multiple times to try and close the foot. Surgical cutdown of the tissue tract revealed the foot was not closed. The device was manipulated and removed without cutting the artery. A 7f sheath was placed and manual arterial compression was applied to achieve hemostasis. There was tissue damage to the artery due to the open foot. There was a clinically significant delay in the procedure of 30 to 45 minutes for the cut down procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported guide separation was confirmed. Device entrapment/difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Additionally, device analysis revealed the posterior foot was separated and not returned. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.